Event description:
The facility reported a flo-gard infusion pump with failure code 94. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed serviced department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an f94 alarm was confirmed and reproduced during evaluation. The cause of this condition is due to incorrect configurations settings. The device configuration option settings were reset per the service manual to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.